Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced similar events of kinked cannula with two infusion sets. Symptoms were noticed within 3 hours of insertion. Site of insertion was reported to be abdomen and was rotated regularly. Patient's blood glucose value increased and the patient took correction injection via mdi. Patient also replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.